Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (cannot run detect and treat testing) was confirmed due to the electrode belt's j704 connector being broken off from the distribution node pca board. Upon further investigation, the electrode belt¿s ECG ¿c¿ and ¿d¿ cables were severed, cutting all wires within the cable. The root cause for the damaged cable was unable to be positively identified. Investigation underway. See (B)(4). There was no adverse event that resulted from the damaged belt.

Event description:
A us distributor reported that a patient's electrode belt could not run detect and treat testing.